Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards [sapien, sapien xt, s3] transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the [sapien, sapien xt, s3] valve in a [native mitral valve, native tricuspid valve, previously implanted mitral surgical valve, previously implanted tricuspid surgical valve, previously implanted mitral ring, previously implanted tricuspid ring) is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the [sapien, sapien xt, s3] valve in this scenario. In this case, the exact cause of the valve embolization could not be confirmed, however, it was likely caused by the overexpansion of the tricuspid stent caused the sapien xt valve to become unanchored.

Event description:
It was reported by the edwards (B)(4) affiliate that post implantation of the 29mm sapien xt valve within a stent in the tricuspid position by transvenous approach, the valve embolized into the right ventricle. Per report, the valve had been well implanted without complications. The patient converted to open heart surgery and the sapien xt valve was explanted. The tricuspid valve was repaired with an annuloplasty ring. The event resolved without sequelae. Additional information provided noted the patient's native annulus measured 25mm by tee. It was perceived that after stent placement the stent continued to expand, which caused the thv to lose traction.